Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d4 (primary UDI number) and (serial) has been corrected. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Manufacturer narrative:
Device was returned d9 was updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the priming problem was not determined due to no defect found on the returned product, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during prep there was a priming issues occurred - due to failure of priming the pump could not be implanted. There was no patient harm.

Manufacturer narrative:
A2 and a3a were updated.